Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported receiving a motor error alarm on her insulin pump, which occurred during bolus delivery. The customer's blood glucose level was 300 mg/dl. It was later reported that the customer may have received a button error alarm as opposed to a motor error alarm. The customer disconnected from the pump and was advised to discontinue use and to revert to a back-up plan. Nothing further reported.